Event description:
It was reported patient's ipg.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient's ipg was inoperable at the time of the replacement. Prior to becoming inoperable, the patient reported experiencing a recharge burden, requiring charging approximately once every two weeks.

Manufacturer narrative:
The event of ipg replacement was reported to abbott. The ipg was explanted and replaced due to ipg becoming inoperable/recharge burden. Therapy was restored during post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Corrected data: b5 has been corrected to include the full details of the event.